Event description:
Following successful placement and deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral component, the physician marked the position of the long and short markers of the contralateral device. The contralateral device was advanced into position and deployed. The contralateral device deployed inside the trunk-ipsilateral device, extending out of the trunk end. The physician had inadvertently marked the distal marker on the contralateral limb instead of the proximal marker. The procedure was converted to an open repair of the abdominal aortic aneurysm, implanting a surgical vascular graft without any adverse outcome for the pt. No allegation of deficiency regarding the excluder devices was made.